Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error and it was stuck. Customer's blood glucose was unknown mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer stated the alarmed had occurred but it was making noises and then it alarmed again. Customer was able to complete the rewind sequence however the alarm reoccurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.